Manufacturer narrative:
The package insert indicates, "bending, loosening or fracture of the implants or instruments", as a possible adverse effect.

Event description:
It was reported that x-ray imaging dated 2008 detected broken spinal screws. Patient reports having pain and discomfort.